Event description:
Device issue: none. Adverse event (ae): in-stent restenosis. Onset of ae: approximately 29 months after the procedure. It was reported via a trial that approximately 29 months after placement of two xience v stents in a left anterior descending to left internal mammary arterial graft, the pt reported angina. On (B)(6) 2010, the pt was hospitalized. On (B)(6) 2010, via angiogram, in-stent restenosis was found to be 80% at the anastomosis. The other stent was patent. Angioplasty was performed. There was no adverse pt sequela and on (B)(6) 2010, the pt was discharged to home.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.